Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
The device evaluation states tha the display is not working on the device.

Event description:
Dealer is stating that the unit has a broken display.